Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 38mm amplatzer septal occluder was selected for use in a large lv pseudo-aneurysm closure procedure. The device embolized inside the pseudo-aneurysm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000910216y with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 000910216y, device part number 195-430wjr / lot: 910216. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000910216 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
It was reported that on (B)(6) 2025, a 38mm amplatzer septal occluder was selected for use in a large lv pseudo-aneurysm closure procedure. The device embolized inside the pseudo-aneurysm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.